Event description:
The customer reported an intermittent loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ii power supply was replaced. The sys was then found to be operating as intended.